Event description:
Reporter alleged blood glucose device had erratic readings and stated glucose read 173 mg/dl in the morning which was back to back with a result of 96 mg/dl taken 2 minutes later. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.